Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 5th, the user contacted dario to report a low blood glucose (bg) reading. The user reported receiving a low bg reading of 70 mg/dl from her dario meter compared to a bg reading of 104 mg/dl from the doctor's meter and a bg reading of 106 mg/dl from the user's non-dario meter, all within three minutes.